Event description:
The customer reported the ventilator alarmed and went vent inop with a data acquisition pcb adc failure. The customer reported that it was in use on patient, but that there was no patient harm reported. The biomedical engineer stated that he could not duplicate the reported problem. The biomedical engineer reseated the data acqusistion to motor controller cable and the unit was tested with no errors. The unit is now back in service.

Manufacturer narrative:
(B)(4).